Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Reportedly, the sheath spit was not initiated before the thumb advancer was advanced. It should be noted in the instructions for use (IFU) states that after connecting the exchange sheath to the clip applier, deploy locator wings and initiate splitting of the sheath. This is performed prior to thumb advancement. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device via a 6fr sheath, after a diagnostic procedure. Reportedly, the sheath spit was not initiated and the thumb advancer was advanced. The clip of the starclose se device was deployed; however, the device was difficult to remove. The access ports were used to facilitate device removal. Hemostasis was achieved with the clip of the starclose se device; however, manual arterial compression was required for a few minutes to complete hemostasis. It is unknown if the technician is trained in the use of the starclose se device. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.